Manufacturer narrative:
The field service engineer (fse) was at the customer site on 03/18/2016. The fse found that the rinse pump was producing air bubbles and required replacement. The fse replaced the rinse pump to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated they are failing ca for bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.